Event description:
Versaone optical trocar with fixation cannula 12mm standard was leaking gas during insufflation. Cannula was taken off the field and replaced with a different cannula (kii balloon blunt tip system c0r47). Assistant nurse manager notified and faulty cannula was given to management.